Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's trial leads were explanted due to an infection at the lead site. The patient was placed on IV antibiotics to treat the infection. Cultures were taken but the results are unknown. F/u revealed the patient is doing well at this time.